Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Tbm states out of box one of the rear casters came in bent, when the provider tried to change the caster they noticed it was stripped where it attaches to the base.